Event description:
It was reported that the patient underwent a three-level tlif and posterolateral fusion at l3-s1 (performed by a surgeon other than the reporting surgeon) using rhbmp-2/acs and contoured interbody cages supplemented with autograft and posterior fixation instrumentation. Post-op, the patient began complaining of worsening back pain and bilateral lower extremity radicular pain. MRI performed in 2006, showed liquefied hematoma at l3/4 and thickened hematoma from l3-l5. A surgical intervention was performed to evacuate the hematomas. The patient did well for 24-36 hours, at which time the patient's drains were noted to have clotted, and the patient complained of severe back pain and right anterior thigh pain. A surgical intervention was performed to evacuate the hematoma. The surgeon noted a dense hematoma overlying the laminectomy defect at l3/4. Adhesions of gelfoam and hematoma were tensed away from the dura at l3/4. No additional gelfoam was reportedly used, and there was no recurrence of the hematomas. CT at four months post-op showed good posterolateral fusion and a maturing interbody fusion at all levels.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.